Event description:
New information received indicates that this patient's heart condition had improved and no longer required therapy. The lead was explanted and returned for analysis.

Manufacturer narrative:
The complete lead was returned with the helix retracted. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements. Boston scientific technical services (ts) reviewed device data and was unable to determine cause of impedance change but suspects a lead issue vs. A device issue. The patient will be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements. Boston scientific technical services (ts) reviewed device data and was unable to determine cause of impedance change but suspects a lead issue vs. A device issue. A lead fracture is suspected but not confirmed. Patient recently required cardioversion. Following cardioversion, ra threshold was also noted to have increased. The patient is not pacemaker dependent. The associated device was reprogrammed and the patient will be monitored. No adverse patient effects were reported. The lead remains in service.